Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis was performed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent and had an out of specification analysis result for extension/retraction due to disengagement from the helical channel. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that right ventricular (rv) lead encountered short v-v intervals. The patient experienced two episodes of syncope and was hospitalized. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.